Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that change in therapy effect occurred. Since the patient had a pump replacement in (B)(6), she had decreased trunk endurance and weakness. The health care provider (hcp) thought she ¿may be getting too much medicine¿ so they wanted to decrease the dose by ten percent on the date of this report. The hcp was walked through how to do so during the report. The decrease was programmed. The old basal rate was 22mcg per hour and boluses were 1.0mcg over 15 minutes. After the change, the basal rate was 19.8mcg per hour and boluses were 0.9mcg over thirteen minutes. The device system was used to deliver baclofen 2000mcg/ml at a dose of 457.8mcg/day. Additional information has been requested, but was not available as of the date of this report.